Manufacturer narrative:
D2b: pro code (product code): fge, lit. E1: initial reporter city: (B)(6). G4: premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 47mm in length and extended from a position 9mm distal of the distal markerband to 35mm proximal of the distal markerband. From the longitudinal tear a partial circumferential was noted 7mm proximal from the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mild tortuous and moderately calcified left forearm artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon ninth inflation at 24 atmospheres for 1 minute. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.